Event description:
It was reported that the patient presented in clinic. Device interrogation revealed inappropriate shock and anti-tachycardia pacing (atp) was delivered due to incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.